Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the "center port's seam where the port and the bag are attached". The leak was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between september 08, 2018 to september 09, 2018. The actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed and no leaks were observed from either sample. The reported condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.